Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the left bottom corner. Primary audible background test found in pump event history log. Power up test and visual inspection were able to duplicate the reported problem. Physically damaged top, bottom, and right plunger cases found during visual inspection. Primary audible alarm post and no primary speaker sound was found during power on self test. The root cause of the reported issue was found to be caused by customer when device was dropped and capacitor was broken off interconnect board. Actions were taken to mitigate the reported issue: replaced all cases and replaced interconnect printed circuit boards. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with primary alarm post and cracked case. No patient injury was reported.